Event description:
The resident was in the bathroom on a sara lift. Only one staff member was present. The resident had a fainting episode, went weak and hit her shoulder, suffering a fractured clavicle. Lift has been locked out.

Manufacturer narrative:
Additional info will be provided upon the conclusion of their investigation.